Event description:
An alarm issue was reported with the adc application software version 2.8.1 in use with an iphone 11 phone with ios 16.3.1 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The customer was treated with sugar by spouse and also emergency personnel (firefighters). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The user reported missing low glucose alarm with the freestyle librelink application. Attempted to replicate the user¿s complaint with similar configuration. The user complaint was not able to be reproduced. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application software version 2.8.1 in use with an iphone 11 phone with ios 16.3.1 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The customer was treated with sugar by spouse and also emergency personnel (firefighters). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.